Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a filter that was connected to an rt268 infant dual heated evaqua2 breathing circuit became saturated after "short period of time". This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two rt268 infant breathing circuits, with attached intersurgical expiratory filters, and two other intersurgical filters were returned to fph in (B)(4) for inspection. All returned devices were visually inspected. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a multimeter. All returned devices were then left to dry before they were performance tested using an mr850 humidifier and an mr290 humidification chamber. Results: the limbs of the returned rt268 infant breathing circuits and the intersurgical expiratory filters were noted to be slightly wet when initially received. Both the inspiratory and the expiratory heater wires passed the electrical resistance test. The returned devices functioned as intended during performance test. No condensate was noted inside the limbs during and after the test; however, moisture was noted on the filters. Conclusion: we were unable to determine the cause of the fault as reported by the hospital, as no fault could be found with the returned complaint devices. Our user instructions that accompany the rt268 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."